Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Evaluation of the available log files was unremarkable with no product deficiency identified.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 35-year-old male patient approved for performing solo hemodialysis with a complex medical history including atrial fibrillation, pulmonary hypertension and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 22 aug 2025 from the home therapy manager (htm) who stated the patient was treating solo and on a call with a family member, the patient went unresponsive while on the call and the family member called emergency medical services (ems). Ems arrived and started cardiopulmonary resuscitation (CPR). Life saving measures were unsuccessful and the patient was pronounced at an unspecified time. Per the htm, the patient's adverse event and subsequent death were unrelated to nxstage product and therapy.